Event description:
According to the surgeon's operative note: the patient "underwent a cervical arthroplasty two months ago. He did well at his followup visit three weeks postoperative. He had minimal symptoms with the exceptions of mild achiness in the neck. He states that approximately 2 to 3 weeks ago, he developed severe cervical pain with markedly worsening had before. X-rays were done, which showed anterior displacement of the arthroplasty. He denies a fall. Did reviewed the films as well as the intraoperative films. Intraoperative film showed that the arthroplasty be clearly recessed in the disk space with a good anterior margin of bone. Current films showed that it is displaced anteriorly 3 to 4 mm. The patient is being taken to surgery for a removal of the arthroplasty and conversion to a fusion." Also in the operative note: "the artificial disk was identified. There was no fracture in the superior or inferior aspects of the keels. Distraction pins were screwed into the body of c5 and c6 and distraction was placed across the arthroplasty. It was then removed using a kocher rongeurs." "The patient tolerated the procedure well. No complications."